Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had been experiencing unexplained high blood glucose. It has been up to 500 mg/dl, treated by removing reservoir from the insulin pump and using a pen to push through insulin. Troubleshooting was performed on the insulin pump and it was noted there was a big air bubble in the reservoir. Manual prime was performed to remove them. Customer declined to remove her infusion set; she had changed it and didn't believe there was an issue with it. Customer declined performing the high pressure test as she didn't believe she currently needed. The customer was advised to do a complete set change and to call back if issues persisted. The device is not returning for analysis.